Event description:
It was reported the patient is experiencing pain at his scs ipg site. The patient stated he has lost approximately 50 pounds and his scs ipg is moving inside the pocket. Follow-up identified the patient's ipg was replaced with a smaller model on (B)(6) 2013. The patient is reportedly doing well postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.